Manufacturer narrative:
No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming 'no disposable clamp tubing'. Upon restart, the pump was alarming 'no disposable pump won't run'. Settings were reviewed and troubleshooting measures were performed; the alarm persisted. Also, air bubbles were present in the cassette tubing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 21-jun-2019